Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level as the issue did not recur after a pump reset was performed. Technical support provided complete pump reset information and guided the caller through the reset process, after which the caller successfully started their sensor session.